Event description:
During a check-out procedure at the manufacturer's service center, the ventilator was alarming for a high internal oxygen alarm condition. The device was not in patient use. The device's oxygen blending module board was replaced to address the issue.